Event description:
It was reported that a particle matter was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed inside the tpn solution during preparation in the compounding facility there was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from march 10, 2022 - march 11, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed a single white particle in the fluid pathway. The particle was polymeric-appearing, elongated, and morphologically consistent with fill port material. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.